Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll UK for analysis. Investigation results are as follows: visual inspection of the returned platform shows that the battery latch lock and the screw were missing. The physical damages found during visual inspection are not related to the reported complaint. The physical damages appears to have been caused by mishandling of the platform (autopulse manufacture in 04/2013). A review of the autopulse archive was performed and the reported complaint of ua7 was confirmed. The archive data shows that multiple ua7 faults occurred on the reported event date. However, the archive shows that no ua9 faults occurred on the reported event date. Therefore, the reported ua9 fault was not confirmed. Functional testing was performed and the reported complaint of ua7 was confirmed. It was observed that both load cells were at fault. Based on the investigation, the parts identified for replacement were the load cells, battery latch lock, and the screw. In summary, the reported complaint of ua7 was confirmed based on the archive review and during functional testing. The fault was found to be due to faulty load cells. The ua9 fault was not confirmed and the root cause for ua9 fault could not be determined. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that during patient use, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and 09 (discrepancy between software and hardware load plate too large) messages, after one compression. No adverse patient sequelae was reported. No further information was provided.